Event description:
Analysis of this device is now complete.

Event description:
Boston scientific crm received information that this device displayed higher than expected charge time measurements. Subsequently, this device was explanted and returned due to normal battery depletion. Routine initial device analysis indicated that detailed analysis was required. No adverse patient effects were observed.

Manufacturer narrative:
This device is currently in analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Additionally, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had compromised low-voltage capacitors, which resulted in a high current condition. These issues are discussed in the q2 2010 product performance report.